Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the inaccuracy event occurred several years ago. The patient described cgm readings at that time as erratic, fluctuating, and inaccurate. The patient stated that these readings interfered with insulin delivery from the pump (unspecified), resulting in insufficient or absent insulin administration. The patient reported a bg value of 500 mg/dl, which prompted a visit to the emergency department. In the ed, an fsbg showed 700 mg/dl. It was not stated during the call who brought the patient to the ed and what were the treatment or procedures done and how long the visit lasted. The patient reported current use of a tandem insulin pump but later mentioned previously using a medtronic insulin pump. The specific pump in use at the time of the reported event was not confirmed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.